Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the atrial lead exhibited oversensing, inappropriate mode switching, intermittent capture, and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found an abrasion breaching the inner insulation at 24.8cm to 25.8cm from the connector pin.